Event description:
A call to technical services was made on 7/11/2013 stating that this lead is having intermittent undersensing representative states that the threshold is good and impedance is 456 ohms. Patient was mode switching appropriately and only 2% atrial paced. Dr. Parveen uppal saw patient and has decided to program vvir @70. This atrial lead was implanted on (B)(6) 2005 and is still in active implant. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).